Manufacturer narrative:
This event was found to be a duplicate already reported under 3010536692-2019-00262 and 3010536692-2019-00263. Please void the initial report.

Event description:
Allegedly, patient revised due to unknown mom complications. Left.